Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), lead impedance out of range alert, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Alert for rv lead sic counts occurred (B)(6) 2014 and for pacing impedance greater than 3000 ohms on (B)(6) 2014. Beginning (B)(6) 2014, sensing integrity counts up to 52605; nst episodes noted with lead noise oversensing and inappropriate shocks. Beginning (B)(6) 2014, rv pacing lead impedance lead impedance measured infinite ohms.

Event description:
It was reported that the patient experienced inappropriate therapy due to right ventricular (rv) lead fracture. It was noted there was high impedance and noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).